Event description:
It was reported a physician mode recharge (pmr) was performed. It was noted they saw an ¿e-o-something¿ message. It was stated the patient had not charged their implantable neurostimulator (ins) in 2 years due to a lack of need for the therapy. It was noted when the patient wanted to use their ins, it was overdischarged. It was stated they were able to bring the ins out of overdischarge quickly. It was noted the problem was resolved. It was further reported there was a communication problem. It was stated an ins overdischarge was suspected. It was noted the patient wasn¿t sure if the stimulation was helping them so they stopped using it. It was noted when they tried to use the stimulation battery would not communicate with the recharger or patient programmer. It was stated the last time any stimulation was felt was over 12 months ago. It was noted the patient had not used the stimulator for over 4 years. It was noted the last successful recharging session was over 12 months ago. It was stated there was a power on reset (por) screen. It was noted the antenna locate feature was performed. It was stated the ins would not communicate with the implantable neurostimulator recharger (insr). It was further reported they had done 5 hours of the pmr mode. It was stated they had not gotten a normal charging screen yet. It was stated the ins pocket looked good, the ins was superficial and they could feel it and the pocket was tight. It was noted they continued to see no communication and a reposition antenna icon. It was further reported an ins overdischarge was not confirmed. It was noted the reason for not charging the device was unknown. It was stated the series of pmr¿s was not successful. It was noted the patient experienced no stimulation. It was noted they were unable to restart the stimulator. It was noted surgical intervention would be discussed. It was stated the patient was not receiving effective therapy at the time of report. Additional information reported the patient underwent replacement surgery on (B)(6) 2014. It was noted the device was to be returned and analysis was requested. It was stated the ins was replaced because the pmrs had not been successful. It was noted one of the patient¿s leads would not come out of the old ins and the lead was cut and left in. Additional information confirmed the patient was receiving effective therapy after the replacement procedure.

Event description:
Additional information received reported that they initially went in to do a battery replacement due to overdischarge after a slow trickle charge did not work. It was noted that the battery was replaced. It was noted that one of the leads would not disconnect from the battery. The healthcare professional (hcp) saw that the insulation was ¿pulled back some.¿ it was noted that the hcp cut it. It was noted that a small one to two inch portion remained in the battery. It was noted that the rest of the ¿catheter¿ was inactivated and left in the patient because the hcp did not have a signed consent to perform any procedure on the leads. The other lead was functioning and had no issues. It was noted that they were able to program that lead and get bi-lateral coverage. It was noted that the manufacturer representative did not know which lead was inactivated. It was noted that there was no way to tell and they were not labeled.

Manufacturer narrative:
Analysis of the ins (sn; (B)(4)) found the ins battery had reduced capacity due to overdischarge. Analysis of the lead (sn; unknown) found the lead body had been cut through and segmented.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3 778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).